Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2020.

Event description:
It was reported that the patients ipg would no longer hold a charge and the patient began to experience cramping sensation in the legs and back with inadequate pain relief thereafter. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned.